Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that their insulin pump received open book image on the screen and pump error alarm. Customer's blood glucose value was 55 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current measurement test and displacement test. No critical pump error alarms noted, however unit failed sleeping current measurement due to corroded electronic assemblies, corroded motor home switch, and corroded battery tube from moisture exposure. Device received with label damage.